Event description:
(B)(4). Initial information for this spontaneous case was reported by a nurse to a sales representative on 02-jun-2009: the reporting nurse stated that a currently (B)(6) female patient was treated with an injection of poly-l-lactic acid (sculptra, lot# and expiration date not provided) under her eye on an unknown date for an unspecified indication. The patient developed a bump under her eye where poly-l-lactic (sculptra) was injected. Cortisone was injected in attempt to resolve the bump, but it was unsuccessful. No further relevant information was provided. Additional information was received from a nurse on 10-jun-2009: the reporting nurse stated that it is suspected that the "bump" reported might be a granuloma. The patient wants to go to a plastic surgeon rather than wait to see if this will resolve. No further relevant medical information reported. Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.